Manufacturer narrative:
(B)(4).

Event description:
Distributor reported to dexcom on (B)(6) 2014 that a patient had passed away and was wearing a dexcom device at the time of death. The distributor reported that they were unable to obtain further information from the patient's healthcare provider.